Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced event on (B)(6) 2025 where tubing was detached from connector. The issue occurred with two similar types of infusion sets used for six hours. The patient replaced the infusion set and insulin was resumed successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-03329. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6009396 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the code tubing detached from tubing-tubing connector. Test results: visual test according to wi version 03 on reference samples, 10 samples out 10 samples passed the test. Functional static pull of the tubing-tubing connector test 1 according to wi version 02 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packaging: the lot 6009396 was manufactured according to the wi version 117 in the line 6, on 25/sep/2024, with a total of (B)(4) units. Gluing of tubing: the lot 4j01651 was manufactured according to the wi version 65 in the gluing of tubing in the machine sc02, on 21/sep/2024, with a total of (B)(4) units. The lot 4j03190 was manufactured according to the wi version 65 in the gluing of tubing in the machine sc02, on 25/sep/2024, with a total of (B)(6) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 10/apr/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6009396 and no other complaint has been registered in database for the same lot 6009396 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.